Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of would not deliver. The root cause could was determined to be intermittent contact of a half nut to the lead screw due to a loose plunger rod in the pusher block assembly. The pusher block was replaced to repair the reported condition. A service history review revealed this device was previously serviced for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infusor pump which would not deliver during biomedical servicing. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.